Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was frozen on the "reposition antenna" screen for a couple days. It was not responding when pressing buttons and plugging it into the dtc. The recharger was reset and the issue was resolved. The patient connected to the ins and it was showing "poor communication" screen. The patient was going to see their physician on (B)(6) 2021. Additional information was received from a manufacturer representative (rep) reporting the implantable neurostimulator (ins) is dead and they are not able to connect to it with the tablet. The recharger shows "reposition antenna" screen. The patient believes they last successfully charged the ins about 20 days ago and noticed about 10 days ago that the ins was off. They performed antenna locate and was able to get a range of 44-58 with average around 58 by adjusting the dial and was successfully able to start physician recharge mode countdown. It was reviewed to monitor for power on reset (por) message and normal charging screen, charge to 25% and then clear por with tablet. Additional information was received from a manufacturer representative (rep) reporting the device was not overdischarged. Power on reset (por) was seen and was able to be cleared with the tablet. They were able to charge the ins and turn it back on. The inability to connect to the ins was resolved.